Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and reviewed the logs at the central for the time of the incident. The rse confirmed the presence of the red alarm and verified that the red alarm was silenced at the central by a user. Based on the information available and the testing conducted, there was no problem detected with the device. The reported problem was not confirmed. The engineer provided their analysis findings and confirmed that a user silenced the alarm. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the red alarm was not making sound at the central station. The device was in use on a patient at the time of the event, but there was no adverse event reported.